Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the down arrow keypad button was under responsive to user presses. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be peeling. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. Additionally, the bolus button cover was punctured; however, the button was responsive to user presses. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Also unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.